Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find three other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the device breaks when using it. It was reported that there was no harm to the patient. Additional information was received on (B)(6) 2017: the pusher-compactor, cracks, breaks when using it to compact the collagen. Additional information was received on (B)(6) 2017: while using the angioseal device it ripped the pusher or the compactor. It was reported that the facility opened another angioseal and used the pusher-compactor of this, to make the closing. It is effectively closed no bleeding occurred and moved to the patient, room or observation of the ICU, without obvious complications. Puncture of the arterial zone below the inguinal ligament and above the bifurcation, but very close to it. In later hours, the complications described above arise. The leg thrombosed, through a plunger in the artery, and has to intervene, by the vascular radiologists and removed the plug. It was reported that the location of puncture site was low puncture, near the fork. It was not controlled with angiography. It was reported that the push of a second angioseal was used to reach hemostasis. It was reported that the patient had to undergo vascular radiology. It was reported that the patient was embolized on (B)(6) 2017.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the initial reporter section and for the completed investigation results. It was reported in the initial report that the contact name was (B)(6). The correct contact name is (B)(6). In the initial report health professional and occupation were left blank. The correct information for health professional is yes and for occupation is (B)(6). One 6 fr angioseal vip carrier tube assemblies along with a hemostatic sheath and arteriotomy locator were received for evaluation. The returned components were subjected to visual analysis. Blood like substance was found on all returned devices. In the defective carrier tube assembly, there was an apparent kink at the proximal end of the manufactured slit. Deployment sleeves were both in the forward lock position. The collagen appeared expanded enlarging the manufactured slit. None of the components were mated. The hemostatic sheath showed evidence that a bypass tube had been inserted into the valve. The prongs on the deployment sleeve appeared slightly bent outward on the defective device. Neither of the carrier tube assemblies had the collagen or anchor deployed, nor were the bypass tubes still attached. There were no extraneous fractures or cracks found in the carrier tube assembly hemostatic sheath, or arteriotomy locator. The complaint could be confirmed for a kink at the proximal end of the manufactured slit of on device. The kink may have cause issues successfully deploying the device if the user had been able to insert the carrier tube assembly into the hemostatic sheath. No other unintended anomalies were noted. The device was inspected per procedure and released in a conforming state as documented within the DHR. The exact cause of the reported event cannot be definitively determined based on the available information.